Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("doc was in they found fragments and had to remove the uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding/ daily bleeding/ heavy bleeding with clots/blood clotting and bleeding issues"), abdominal pain ("abdominal pain / severe and persistent cramping/severe cramping") and abdominal distension ("bloating") in a 31-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (removal of polyps between 2003-2004) from 2003 to 2014, joint pain from 2004 to (B)(6) 2014, gravida ii (live birth 2 : on (B)(6) 2006; (B)(6) 2011) and breast prosthesis implantation in 2000. Plaintiff has previously tried nuvaring but did not like it. Her yeast symptoms resolved after the course of diflucan. No other complaints. No changes to her breasts. Concurrent conditions included augmentation mammoplasty since (B)(6) 2014. Family history included hyperemesis gravidarum (during first pregnancy), breast cancer (grandmother), diabetes (niece), blood pressure high (mother) and stroke (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2017 for birth control pill, norethisterone (norethindrone) for endometrial disorder as well as diazepam (valium), ibuprofen, lidocaine, norlestrin fe (junel fe), oxycocet (percocet), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain, genital haemorrhage, abdominal pain and abdominal distension (seriousness criteria medically significant and intervention required), rash ("rash on legs"), anxiety ("anxiety /mental anguish") and diarrhoea ("diarrhea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), back pain ("lower back pain"), memory impairment ("forgetfulness"), breast tenderness ("breast sensitivity"), arthralgia ("joint pain") and headache ("severe headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2014, the patient experienced migraine ("migraine (head)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme pain during menses especially in the left lower quadrant / menses which was much worse after essure"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (to remove essure device with with laparoscopic hysterectomy, bilateral tap block). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, abdominal pain, rash, back pain and diarrhoea had resolved. In 2014, the abdominal distension, breast tenderness, arthralgia and gastrointestinal disorder had resolved. At the time of the report, the device breakage, genital haemorrhage, fatigue, memory impairment, alopecia, headache, weight increased, dysmenorrhoea, dyspareunia and mental disorder outcome was unknown and the anxiety and migraine had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, breast tenderness, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, mental disorder, migraine, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Abdominal x-ray - on (B)(6) 2014: coil projects in the midline pelvis hysterosalpingogram - on (B)(6) 2014: both tubes are occluded. Ultrasound pelvis - on (B)(6) 2014: essure coil is visible within the fundal myometrium on (B)(6) 2017 plaintiff had performed hcg negative test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain, back pain, diarrhea, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('doc was in they found fragments and had to remove the uterus'), pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding/ daily bleeding/ heavy bleeding with clots/blood clotting and bleeding issues'), abdominal pain ('abdominal pain / severe and persistent cramping/severe cramping') and abdominal distension ('bloating') in a 31-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain from 2004 to (B)(6) of 2014, pelvic pain (removal of polyps between 2003-2004) from 2003 to 2014, breast prosthesis implantation in 2000 and gravida ii (live birth 2 : on (B)(6) 2006; (B)(6) 2011. Plaintiff has previously tried nuvaring but did not like it. Her yeast symptoms resolved after the course of diflucan. No other complaints. No changes to her breasts. Concurrent conditions included augmentation mammoplasty since (B)(6) 2014. Family history included hyperemesis gravidarum (during first pregnancy), breast cancer (grandmother), diabetes (niece), blood pressure high (mother) and stroke (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2017 for birth control pill, norethisterone (norethindrone) for endometrial disorder as well as diazepam (valium), ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), hydrocodone bitartrate;paracetamol (norco), ibuprofen, lidocaine, oxycodone hydrochloride; paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), rash ("rash on legs"), anxiety ("anxiety /mental anguish") and diarrhoea ("diarrhea"). In (B)(6) of 2014, the patient experienced fatigue ("fatigue"), back pain ("lower back pain"), memory impairment ("forgetfulness"), breast tenderness ("breast sensitivity"), arthralgia ("joint pain") and headache ("severe headaches"). In (B)(6) of 2014, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2014, the patient experienced migraine ("migraine (head). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme pain during menses especially in the left lower quadrant / menses which was much worse after essure"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues"), mental disorder ("caused or aggravated any psychiatric and/or psychological conditions") and dizziness ("dizzy faint feeling all the time"). The patient was treated with surgery (hysterectomy, hysterectomy, hysterectomy on (B)(6) of 2014 and to remove essure device with with laparoscopic hysterectomy, bilateral tap block). Essure was removed on (B)(6) of 2014. In (B)(6) of 2014, the pelvic pain, abdominal pain, rash, back pain and diarrhoea had resolved. In 2014, the abdominal distension, breast tenderness, arthralgia and gastrointestinal disorder had resolved. At the time of the report, the device breakage, genital haemorrhage, fatigue, memory impairment, alopecia, headache, weight increased, dysmenorrhoea, dyspareunia, mental disorder and dizziness outcome was unknown and the anxiety and migraine had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, breast tenderness, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, mental disorder, migraine, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Abdominal x-ray on (B)(6) 2014: results: coil projects in the midline pelvis. Hysterosalpingogram - on (B)(6) 2014: results: both tubes are occluded.. Pathology test on (B)(6) 2014: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: benign endocervical and ectocervical tissue.- no dysplasia or malignancy. Uterus: weakly proliferative endometrium.- myometrium with adenomyosis, moderate.no, hyperplasia, atypia or malignancy. Bilateral fallopian tubes: full cross sections of fallopian tubes identified. Negative for malignancy. Ultrasound pelvis on (B)(6) 2014: results: essure coil is visible within the fundal myometriu. On (B)(6) 2017 planttif had performed hcg negative test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain, back pain, diarrhea, dysmenorrhoea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new event "dizzy faint feeling" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("doc was in they found fragments and had to remove the uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding/ daily bleeding/ heavy bleeding with clots/blood clotting and bleeding issues"), abdominal pain ("abdominal pain / severe and persistent cramping/severe cramping"), abdominal distension ("bloating") and rash ("rash on legs") in a female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (removal of polyps between 2003-2004) from 2003 to 2014, joint pain from 2004 to (B)(6) 2014, gravida ii (live birth 2 : on (B)(6) 2006; (B)(6) 2011) and breast prosthesis implantation in 2000. Plaintiff has previously tried nuvaring but did not like it. Her yeast symptoms resolved after the course of diflucan. No other complaints. No changes to her breasts. Concurrent conditions included augmentation mammoplasty since (B)(6) 2014. Family history included hyperemesis gravidarum (during first pregnancy), breast cancer (grandmother), diabetes (niece), blood pressure high (mother) and stroke (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) on (B)(6) 2017 for birth control pill, norethisterone (norethindrone) for endometrial disorder as well as diazepam (valium), ibuprofen, lidocaine, norlestrin fe (junel fe), oxycocet (percocet), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and arthralgia ("joint pain"). In 2014, the patient experienced migraine ("migraine (head)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage, abdominal distension (seriousness criteria medically significant and intervention required), rash, fatigue ("fatigue"), memory impairment ("forgetfulness"), anxiety ("anxiety /mental anguish"), diarrhoea ("diarrhea"), breast tenderness ("breast sensitivity"), alopecia ("hair loss"), headache ("severe headaches"), weight increased ("weight gain"), dysmenorrhoea ("extreme pain during menses especially in the left lower quadrant / menses which was much worse after essure"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (had to remove the uterus), surgery (to remove essure device with laparoscopic hysterectomy, bilateral tap block), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In may 2014, the pelvic pain, abdominal pain, rash, back pain and diarrhoea had resolved. In 2014, the abdominal distension, breast tenderness, arthralgia and gastrointestinal disorder had resolved. At the time of the report, the device breakage, genital haemorrhage, fatigue, memory impairment, alopecia, headache, weight increased, dysmenorrhoea, dyspareunia and mental disorder outcome was unknown and the anxiety and migraine had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, breast tenderness, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, mental disorder, migraine, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Abdominal x-ray - on (B)(6) 2014: coil projects in the midline pelvis. Hysterosalpingogram - on (B)(6) 2014: both tubes are occluded. Ultrasound pelvis - on (B)(6) 2014: essure coil is visible within the fundal myometriu. On (B)(6) 2017 plaintiff had performed hcg negative test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain, back pain, diarrhea, dysmenorrhoea, dyspareunia. Most recent follow-up information incorporated above includes: on 16-nov-2017: new reporters added. New event added "device breakage". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding/ daily bleeding/ heavy bleeding with clots/blood clotting and bleeding issues"), abdominal pain ("abdominal pain / severe and persistent cramping/severe cramping"), abdominal distension ("bloating") and rash ("rash on legs") in a female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (removal of polyps between 2003-2004) from 2003 to 2014, joint pain from 2004 to may 2014, gravida ii (live birth 2 : on (B)(6) 2006; (B)(6) 2011) and breast prosthesis implantation in 2000. Plaintiff has previously tried nuvaring but did not like it. Her yeast symptoms resolved after the course of diflucan. No other complaints. No changes to her breasts. Concurrent conditions included augmentation mammoplasty since (B)(6) 2014. Family history included hyperemesis gravidarum (during first pregnancy), breast cancer (grandmother), diabetes (niece), blood pressure high (mother) and stroke (mother). Concomitant products included medroxyprogesterone acetate (depo-provera) on (B)(6) 2017 for birth control pill, norethisterone (norethindrone) for endometrial disorder as well as diazepam (valium), ibuprofen, lidocaine, norlestrin fe (junel fe), oxycocet (percocet), vicodin (norco) and zolpidem tartrate (ambien). On (B)(6) 2014, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant and intervention required), back pain ("lower back pain") and arthralgia ("joint pain"). In 2014, the patient experienced migraine ("migraine (head)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("forgetfulness"), anxiety ("anxiety /mental anguish"), diarrhoea ("diarrhea"), breast tenderness ("breast sensitivity"), alopecia ("hair loss"), headache ("severe headaches"), weight increased ("weight gain"), dysmenorrhoea ("extreme pain during menses especially in the left lower quadrant / menses which was much worse after essure"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("bowel issues") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (to remove essure device with with laparoscopic hysterectomy, bilateral tap block). Essure was removed on (B)(6) 2014. In may 2014, the pelvic pain, abdominal pain, rash, back pain and diarrhoea had resolved. In 2014, the abdominal distension, breast tenderness, arthralgia and gastrointestinal disorder had resolved. At the time of the report, the genital haemorrhage, fatigue, memory impairment, alopecia, headache, weight increased, dysmenorrhoea, dyspareunia and mental disorder outcome was unknown and the anxiety and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, breast tenderness, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, memory impairment, mental disorder, migraine, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.96 kg/sqm. Abdominal x-ray - on(B)(6) 2014: coil projects in the midline pelvis hysterosalpingogram - on (B)(6) 2014: both tubes are occluded. Ultrasound pelvis - on (B)(6) 2014: essure coil is visible within the fundal myometrium on (B)(6) 2017 planttif had performed hcg negative test. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain, back pain, diarrhea, dysmenorrhoea, dyspareunia. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.